Event description:
It was reported that an alert was given for long charge time. During a capacitor reformation, a noise was heard coming from the device. The physician admitted the patient and the device was explanted and replaced two days later.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the anomaly observed in the field was confirmed in the laboratory. The extended charge time anomaly was traced to an anomalous component. Other: na.